Event description:
It was reported that during a transiliac artery stent implantation involving a protege everfelx, the stent dislodged during delivery to the lesion in the iliac artery. The dislodged stent was removed from the body and replaced with another stent to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with a section of the stent exposed and the tip detached from the device, the device was identified from the strain relief, the deployment paddles are approximately 145mm apart the distal end of the device was inspected, and the exposed stent was observed to be fractured, the stent was manually deployed, and the distal end of the device was fractured, when measured, it was noted that approx. 119mm of the stent was deployed the detached section of the device was examined, and no stretching of the material was noted, the distance was measured from the stent retainer to the distal end of the device and the distance was approx. 121mm, indicating that just the distal tip detached, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.